Event description:
A patient reported that approximately two years after the initial surgery, one level of a two level mobi-c installation "failed", resulting in neck and shoulder pain. A surgeon recommended a revision surgery to convert it into a fusion, but the patient declined. The patient has tingling and numbness in his thumb, index and middle fingers, stiffness in his neck and only 15-20 degrees of mobility in his neck. He also stated that he has current issues related to carpel tunnel; the patient claims that the mobi-c implants were installed and he had surgery for carpel tunnel after being in a car accident approximately a year prior to the surgeries.

Manufacturer narrative:
D4: lot number: 5387095 or 5383264. D4: UDI number: (B)(4). D4: expiration date: 1-sep-2026 or 1-jun-2026. H4: 2-dec-2021 or 7-jul-2021. H6: additional patient code: 2434. Corrections in b5, b7, d1, d4: catalog & lot numbers, d6a, h6: patient & impact codes. Additional information in d4: UDI number & expiration date, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient reported that approximately two years after the initial surgery, one level of a two level mobi-c installation "failed," resulting in neck and shoulder pain. A surgeon recommended a revision surgery, however the patient declined at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Voluntary medwatches mw5170783 and mw5170784 were submitted for this event. H6: additional patient codes: 2434, 1880, and 2330. Additional method code: 4109. Corrections in b5, b7, and e4. Additional information in a4: patient weight, a6: race, b2, b3, and h6: patient, investigation type, findings, and conclusions. Device evaluation: the device was not returned. An x-ray image was provided which shows that the implant is fish mouthed but no definitive conclusions could be drawn on the method of failure. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient reported that approximately two years after the initial surgery, one level of a two level mobi-c installation "failed", resulting in neck and shoulder pain. A surgeon recommended a revision surgery to convert it into a fusion, but the patient declined. The patient has tingling and numbness in his thumb, index and middle fingers, stiffness in his neck and only 15-20 degrees of mobility in his neck. He also stated that he has current issues related to carpel tunnel; the patient claims that the mobi-c implants were installed and he had surgery for carpel tunnel after being in a car accident approximately a year prior to the surgeries. The patient also reported constant pain and headaches.

Event description:
A patient reported that approximately two years after the initial surgery, one level of a two level mobi-c installation "failed," resulting in neck and shoulder pain. A surgeon recommended a revision surgery, however the patient declined at this time.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot number is not available. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, an x-ray image was provided which shows that the implant has fish mouthed but no definitive conclusions could be drawn on the method of failure. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.